Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 2.5 x 18 xience was deployed at 15 atmospheres for 20 seconds. The stenosis was reduced to 0%. The second branch of the diagonal artery was still patent. The lad lesion was attempted next. The wires from the diagonal artery were removed and an attempt to pass an unspecified stent; however, the stent would not pass the stented area of the lad. This area was dilated, multiple times, with an unspecified 2.5 x 20 mm balloon. Again the diagonal artery was re-wired and a kissing stent balloon was used to dilate into the lad and diagonal artery. The wire was passed into the secondary branch of the diagonal artery and area was dilated, with multiple inflations, with an unspecified 2.0 x 12 mm balloon where flow was established into the diagonal artery. There was no need to stent the secondary branch. After placement of a 2.75 x 33 xience into the lad, another 2.5 x 50 mm balloon was placed into the diagonal artery in a kissing angioplasty and stent technique. The xience 2.75 x 33 was deployed. The balloon in the diagonal artery and the stent balloon in the lad were inflated simultaneously in a kissing angioplasty technique to make sure that the lad and the diagonal stents were not compromised. At the end of the procedure, there was a reduction of stenosis to 0 percent with a thrombolysis in myocardial infarction (timi) 3 flow. Although, there was a clinically significant delay in the procedure, there was no adverse patient effect. There was no additional information provided. Guide wire: whisper, guide cath: border, amplatz, 7f judkins, other: angiomax. The 2.75 x 28 mm xience prime referenced and the whisper guide wire referenced are being filed under separate medwatch reports. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint-handling database could not be conducted because the lot number was not provided. Based on the review, no product deficiency was identified.

Event description:
It was reported that during an interventional stenting procedure in the left anterior descending artery (lad) the left femoral artery was accessed and the patient was given angiomax. An attempt was made to cannulate the left main with two non-abbott catheters, however, due to the extreme tortuosity of the abdominal aorta, the aortic root and extreme amount of calcification, the physician was not able to rotate the catheters. The left main was cannulated with a non-abbott guide catheter with side holes. A whisper wire was placed in the distal end of the lad and another whisper wire was placed in the distal end of the diagonal artery. The physician tried to cannulate the secondary branch of the diagonal artery, however, due to the severe stenosis and the anatomical nature of the disease, the whisper wire would not pass even with the support of the balloon. After about 10 minutes, the procedure was aborted to try to save the secondary branch of the diagonal artery. The diagonal artery was then pre-dilated using a 2.0 x 15 unspecified balloon and multiple inflations to open the areas as the balloon kept sliding backwards and forwards due to the severity of the lesion. The physician attempted to perform a kissing stent into the lad and the diagonal artery. A 2.5 x 18 mm xience was able to pass into the diagonal. However, due to the whisper wiring being tangled/crossed around each other in the aortic arch, the lad 2.75 x 28 mm xience prime stent would not pass. The wire was removed and recannulated again but the stent did not pass. At this point, the xience prime stent was removed and it was noted that it was somewhat damage, stent strut was speculated to be lifted but the exact damage could not be verified.

Manufacturer narrative:
(B)(4).